Manufacturer narrative:
The insulin pump was received with completely cracked and bleeding lcd glass, cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
Customer called to report damage to the display screen on the insulin pump. Customer stated that the display screen is unreadable. Customer's blood glucose reading was 252 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.